Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart leaving pieces behind which caused odor, discomfort, itching, and discharge. She manually removed and flushed the tampon pieces out with warm water.